Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the exposed thread could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive. A root cause of the detached distal end could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited exposed threading of the bending section and a detached distal end from the bending section. There was no patient involvement.